Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer. Customer was guided through a pump reset by technical support, which successfully resolved the error, and sensor session was started without further incidents.